Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the proximal ends of the shafts are broken, and one of their pieces remained in the handle so that is no longer usable as well. It was reported that there was no patient involvement. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed. The investigation of the handle has shown that the coupling part is blocked as complained. The connection part of screwdriver shaft is jammed in the coupling and therefore the proper function is no longer ensured. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.